Event description:
Additional information received indicated that patient underwent surgical intervention wherein the ipg was explanted and replaced. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported following an unrelated procedure where ipg was not placed in surgery mode and unable to connect with pc. Company manufacturer met with patient and troubleshooting steps were unable to get it reconnected. Ipg was deemed inoperable. As such, surgical intervention may be pending to address the issue.